Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging corrosion within the battery compartment and battery cap. The reporter stated the pump did not experience a power loss or trauma. The battery cap was reported to be 5 months old. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed corrosion within the battery compartment and on the underside of the battery cap. No moisture was visible on the pump¿s internal components. The pump successfully passed a leak test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.